Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Per the indication for use section of the mitraclip system instructions for use (IFU) the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. There is no indication that the off-label use of the mitraclip device influenced the reported events. All available information was reviewed, and the reported device caused damaged appears to be due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The implanted clip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clips interaction with the fist implanted clip. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a tr grade of 4. The atrium was noted to be enlarged. The first clip delivery system (cds) was advanced to the tricuspid valve and the clip was implanted without issue. To further reduce tr, a second clip was advanced; however, when pulling back on the second clip during grasping, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was implanted stabilizing the slda clip and reducing tr to grade 2. No additional information was provided.